Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which the customer acknowledged and understood.